Manufacturer narrative:
According to the available information, the inflatable penile prosthesis was removed and replaced on (B)(6) 2021 due to a pump malfunction. Additional information indicated a leak in the pump ribs. Based on examination of the returned product, it was concluded that the rough and irregular surfaces associated with the separation in the pump body indicates that sufficient stress(s) may have been exerted on the pump to separate the site while in-vivo. A separation of this type may then allow the loss of fluid, rendering the device inoperable. A review of the device history record confirmed that the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any supplemental reports, a follow-up report will be submitted. The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted.

Event description:
According to the available information, there was a leak in the pump. The patient had the device explanted and replaced.